Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported bacterial infection of the driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient developed a driveline infection in (B)(6) 2017. (B)(6) was (B)(6) by wound cultures. A driveline revision with a wound vacuum was performed on an unspecified date. It was reported that the wound vacuum was discontinued, and that the patient changes the dressing twice a day with silver impregnated gauze. The patient is on IV daptomycin and oral rifampin. No additional information was provided.